Event description:
This spontaneous case was reported by a physician and describes the occurrence of planned medical device removal ("essure removal is planned") in an adult female patient who received essure (batch no. (B)(4)). The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced planned medical device removal (seriousness criteria medically significant and clinically significant/intervention required), impaired quality of life ("deterioration of quality of life"), headache ("daily cephalalgia"), dyspepsia ("digestive disorders"), diarrhoea ("diarrhea"), asthenia ("asthenia"), weight increased ("weight gain"), alopecia ("hair loss"), arthralgia ("arthralgia") and myalgia ("myalgia"). At the time of the report, the medical device removal, impaired quality of life, headache, dyspepsia, diarrhoea, asthenia, weight increased, alopecia, arthralgia and myalgia outcome was unknown. The reporter considered medical device removal, impaired quality of life, headache, dyspepsia, diarrhoea, asthenia, weight increased, alopecia, arthralgia and myalgia to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician confirmed essure inserts were not removed for the moment, however essure removal is planned. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and essure removal was planned (previously reported as essure inserts were removed). This event is anticipated in the reference safety information for essure. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Planned removal method was not specified. Non-serious events of general nature were also reported; none of them assessed as related to the suspect device. Despite the limited information, causality with the planned device removal cannot be excluded. Therefore, the case was regarded as incident, since device removal will be required. A product technical analysis is expected and further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: a47954 manufacturing date: sep-2012 expiration date: sep-2015. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-jan-2017: quality safety evaluation received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and essure removal was planned (previously reported as essure inserts were removed). This event is anticipated in the reference safety information for essure. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Planned removal method was not specified. Non-serious events of general nature were also reported; none of them assessed as related to the suspect device. Despite the limited information, causality with the planned device removal cannot be excluded. Therefore, the case was regarded as incident, since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 16-mar-2017: correction following company internal review: no response was received from reporter despite follow up attempts. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and essure removal was planned (previously reported as essure inserts were removed). This event is anticipated in the reference safety information for essure. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Planned removal method was not specified. Non-serious events of general nature were also reported; none of them assessed as related to the suspect device. Despite the limited information, causality with the planned device removal cannot be excluded. Therefore, the case was regarded as incident, since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.